Event description:
It was reported to boston scientific corp that an ng-enteral was used in a colonic stenting procedure. According to the complainant, the physician was unable to fully deploy the stent. The location for placement was very tortuous. They removed the stent device as one unit. In order to treat the obstruction caused by the tumor, and since stent placement was not successful due to the pt's tortuous anatomy, the pt underwent surgery. Info related to complications and post procedural status is not available. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.